Manufacturer narrative:
The reported issue states: running a bp med for a patient and the pump 12ml/hour. It was going through quicker than it caught. The device free flows and does not regulate the flow. The patient was not harmed, the pharmacy and health professionals caught it. There was no patient harm. The complaint device was returned for evaluation. Technical evaluation identified defective pressure transducers and the recalled bezel was damaged. Cracks were identified on the internal posts. Firmware revision 9.33 was verified. The customer complaint was confirmed. The root cause was determined to be that the recalled bezel was damaged. The pressure sensor and the module bezel assembly were replaced. The device was repaired and returned to the customer. No additional information is available. This type of event will continue to be monitored.

Event description:
The reported issue states: the device was running a bp medication for a patient and the pump was set to 12ml/hour. It was going through quicker than it caught. The unit free flows and does not regulate the flow. The patient was not harm as pharmacy and health professionals caught it. No additional information is available.